Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump turned off on the second day after changing the battery. It was stated that an unexpected restart alarm was found in the alarm history. The insulin pump was not stored or not in use for an extended period of time and alarm did not occur shortly after inserting a new battery. It was stated that the alarm is recurring during normal use. Blood glucose value is 550 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.